Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00078 on 26-feb-2024. Additional information (19-mar-2024): a siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the integrated mutlisensor technology (imt) pump assembly, imt rotary valve, sampler conduit cable, and the photometric sampler assembly. The cse verified system performance by running quality controls (qc) and a precision study, and both recovered acceptably. Siemens further evaluated the event and assessed reagents, instrument, and sample data. As qc consistently recovered acceptably, siemens ruled out a reagent issue. Based on the information provided, siemens concluded instrument-related issues, which were resolved with the service activities performed, potentially contributed to the erroneous sodium (na) and potassium (k) results. The type of investigation, investigation findings, and investigation conclusions in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that implausibly low sodium (na) results and potassium (k) results are intermittently obtained on patient samples on a dimension exl with lm instrument. Quality control (qc) and calibration were in range on the day of the event. The customer has a reflex test for sodium results that recover between 60 and 160 mmol/l to identify potential erroneous results. The cause of the low na and k results is unknown. Siemens is evaluating the event.

Event description:
The customer reported that implausibly low sodium (na) and potassium (k) results are intermittently obtained on patient samples on a dimension exl with lm instrument. The initial results were not reported to the physician(s). When the samples are repeated, the repeat results recover higher. The higher results are considered correct. The customer did not provide examples of this behavior. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00078 with the FDA on 26-feb-2024 and the first supplemental MDR with the FDA on 05-apr-2024. Corrected information (17-apr-2024): b3 was updated to reflect that reportedly implausible results were obtained on 12-feb-2024, instead of 13-feb-2024, as initially documented in the initial report.